Manufacturer narrative:
Device evaluation summary: a stopcock was returned attached to the returned device. The device returned with harden contrast visible in the balloon. The balloon folds were expanded. Stretching was evident to the proximal balloon bond. The mandrel would not load through the inner lumen most likely due to deformation of the guidewire lumen. It was not possible to inflate the balloon in order to preform deflation testing, due to the condition of the returned device. No other deformation was visible to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A euphora rx ptca balloon catheter was used to treat a moderately calcified, moderately tortuous lesion. The device was inspected with no issues noted. The device did not pass through a previously deployed stent. It was reported that the balloon would not deflate at the lesion site. The patient is alive with no injury.